Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. Visual analysis of the lead revealed that the tip seal on the distal electrode of the lead showed evidence of blood ingression. The analyst¿s comments indicated that no rfr coding was completed at the time analysis was performed. However, all the available source documentation was reviewed prior to analysis. (B)(4).

Event description:
It was reported that, during the device upgrade procedure, the physician had difficulty with two introducers that frayed at the tip when trying to pass over the implantable pacing lead wire. It was also reported that lead exhibited high threshold levels at several target branches during the attempt to implant. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6932-65 implantable tachy lead, (B)(6) 2000. (B)(4).